Manufacturer narrative:
Product analysis: there were bends in the wire at approximately 56cm - 85cm from the distal end and two sections of stretched coils from 5cm to 10cm from the distal tip. The safety wire was found to be protruding from the stretched coils at approximately 9cm from the distal tip. Under magnification, the end of the safety wire appears slightly twisted. At the tip of the j, the coils were opened up to examine the interior weld condition. It appears that prior to this event, the safety wire weld was present as evidenced by the remnant of safety wire remaining in the welded portion of the tip. There was evidence of blood on and inside the wire for the first 25 cm from the distal tip and white residue further up that is possibly some type of cleaning residue. (B)(4).

Event description:
The physician intended to use a angio guide wire. No issues noted to device packaging. When removing the wire from the hoop per IFU it is reported that the wire was coiled and one segment was sticking out. Wire was prepped per IFU with no issues noted. Review of the returned device identified blood in the wire, it was confirmed that the physician had tried to advance the wire, found it difficult to advance and retracted it. No injury reported.